Manufacturer narrative:
This device was used for treatment not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported on (B)(6) 2013 removal of hardware of a patient's wrist fusion due to delayed healing and suspected infection (original date of fusion is unknown) a wrist locking compression plate (02.110.151) was removed with four 3.5 cortex screws (three 14 mm in length and 1 12 mm in length) and four 2.7 cortex screws (one 16 mm in length, another 12 mm and 2 10mm in length) which one may have back out but were all intact. A surgical revision was performed. The surgery was completed successfully with no delay. This report is for eight unknown screws of various lengths. This is report 2 of 2 for complaint (B)(4).